Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, less than one week after the implant procedure, the patient experienced pericardial effusion, cardiac tamponade and a suspected cardiac perforation. The physician determined that these symptoms were caused by the right atrial (ra) lead due to changes in the sensing, threshold and impedance measurements. An impedance warning for the ra lead was also observed. The ra lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.